Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed stable pacing impedance around 400 ohms between december 2016 and june 2017 with a subsequent slight increase to 550 ohms until august 2017. The measured value during the impedance test on the 2nd august 2017 was >3000 ohms. Furthermore the provided iegms demonstrated noise on the rv and on the ff channel which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this rv lead exhibited noise. Inappropriate shocks were delivered. A lead revision has been scheduled in the future. Should additional information become available this file will be updated.